Event description:
In 2006, extensive laparoscopic lysis of adhesions with placement of surgiwrap was performed. After the patient complained of pain, one month later, the patient went back in due to extensive intraabdominal adhesions with frozen abdomen and an inflammatory response the surgeon believes was caused by surgiwrap.

Manufacturer narrative:
Device was not returned to manufacturer. Lot and catalog numbers were not provided. Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion.